Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the electrode was explanted on (B)(6) 2021, due to an accidental damage of the ball electrode during brain surgery. The implanted device remains.